Event description:
The facility reported a colleague infusion pump that was not working; upon power up on first use the display was dim and the pump was constantly alarming. It is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This complaint is a duplicate complaint. The customer reported condition of "pump was battery charging,but in verification pump turned on, the dipslay is dark, pump didn't work. The alarm sound was strong and constant until off the pump." Will be addressed in manufacturer report number 6000001-2011-36740.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.